Manufacturer narrative:
Additional information (28-aug-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated human chorionic gonadotropin (bhcg) result. Hsc reviewed the instrument data logs. No potential product problem has been identified. No other patient samples were affected. Quality control (qc) results fell within laboratory acceptable range. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2020-00221 was filed 27-jul-2020.

Manufacturer narrative:
The customer reported that a discordant falsely elevated human chorionic gonadotropin (bhcg) result was obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated human chorionic gonadotropin (bhcg) result was obtained on a dimension vista® 500 system. The result was reported to the physician(s) who questioned the result. The sample was reprocessed on an alternate dimension vista, considered correct, and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated bhcg result.